Event description:
Patient was revised to address possible infection. The stem was found to be loose at the cement/implant interface (cement manufacturer unknown).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.